Manufacturer narrative:
(B)(4). G2: foreign: canada h6: component codes: mechanical (g04)- drill visual examination of the returned product identified the tip of the reamer has cracked/fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument to rim the center post, the tip of the reamer ended up bending. The surgeon was able to finalize the center hole and finished the surgery without any problems. There was no report of harm to the patient. The instrument was found to be bent after the completion of the surgery by the nurse.